Manufacturer narrative:
Due to the device's age and part unavailability, the customer's device cannot be repaired. Further root cause was unable to be determined. The device was scrapped by stryker and customer received a new lifepak 15 device.

Event description:
Physio-control received a report that the device "will not pass self test" and "device not completing boot-up cycle during initial power on." In this state, the device may not be able to deliver defibrillation therapy if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report that the device "will not pass self test" and "device not completing boot-up cycle during initial power on." In this state, the device may not be able to deliver defibrillation therapy if needed. There was no report of patient involvement associated to this event.